Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: did both devices deliver a partial cutline and partial staple line? Yes. Did they have to cut the first device off the tissue? No. Information how was the second device removed from tissue? No. Information the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no partial fire was noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an open hepatectomy, the trigger became not to be grasped about short of an about half of the 1st firing on the hepatic vein. Then, the 2nd device was used to remove the 1st device, but the firing stopped as well though the 2nd device was fired on the nearer center side than the 1st firing. The cartridges were white. Suture was performed to complete the case. There were no adverse consequences to the patient.